Event description:
It was reported that during use of right ventricular (rv) lead, polarity switch occurred and the lead exhibited chronic low impedance values. The rv lead remains in use, and patient to monitored during follow up visits. No patient complications have been reported as a result of this event.